Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving hydromorphone (20 mg/ml at 2.533 mg/day) and bupivacaine (40 mg/ml at 5.066 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a motor stall on (B)(6) 2022 and it had not recovered. There was no electromagnetic interference (emi) or magnetic interaction. Discussed the options of setting the pump to minimum rate mode and pump replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative (rep) indicated that they were contacted by the healthcare provider (hcp) to investigate pump alarm. Logs were obtained and according to the logs a pump motor stall occurred on (B)(6) 2022 and it had not recovered. The patient reported being in the hospital over the weekend due to flu like symptoms and sweating. When they were seen in the clinic on (B)(6) 2022 all their symptoms had resolved. The hcp decided to monitor the patient and a pump replacement occurred on (B)(6) 2022. There were no external factors that led/contributed to the event. The issue was resolved at the time of the report. The patient's weight and medical history were unknown. The patient was without injury at the time of the report.

Event description:
Additional information received from the company representative indicated that the cause of the motor stall was not determined. The pump was interrogated and logs were obtained. Logs revealed motor stall occurred on (B)(6) 2022. The motor stall has not resolved. The patient's weight was unknown. The device is still implanted. The plan is to replace the pump but no date had been scheduled at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.